Event description:
Additional information indicates, the patient had their ipg explanted and replaced to address the issue. Therapy was restored.

Manufacturer narrative:
Correction: a4 -weight should have been 160 lbs, rather than 140 lbs. The results of the investigation are inconclusive, since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of the event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient received the message "generator has reached end of service" and is no longer receiving stimulation. Surgical intervention may take place at a later date to address the issue.